Event description:
It was reported a remote transmission was received that indicated the implantable cardioverter defibrillator was exhibiting post paced t-wave oversensing. The device was successfully reprogrammed. The patient was stable and asymptomatic.